Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the cause of the reported issue was use error as the user did not have the battery properly latched into the battery well, which resulted in the device losing power. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.